Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve beds are saturated. Associated malfunction for this device: compressor low output, pilot valve leaking, filter missing.